Event description:
It was reported that the patient had no stimulation. The ipg was unable to communicate with the patient programmer and the charger. The programmer displayed communication error. The ipg was explanted and replaced by a new device. The device will not be sent to the manufacturer for an evaluation. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.